Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported through the protect IV study that the patient on impella cp support developed right groin hematoma and transfusion was given. Additionally, there was a decrease in hemoglobin from baseline. The patient underwent complex percutaneous coronary intervention through right groin with impella placement for hemodynamic support. After the procedure it was noted a right groin hematoma. It was stable until impella removal on (B)(6) 2024 when it appeared to slightly increase in size; peripheral pulses remained palpable although some ecchymosis was noted. This event likely contributed to the decrease hemoglobin from baseline for which two transfusions were performed. Hematoma was deemed to be resolved prior to discharge on (B)(6) 2024. Patient baseline hemoglobin was already low. However, after index procedure it started to decrease reaching 7.6 g/dl on (B)(6) 2024 (requiring transfusion 1 unit on (B)(6) 2024 accomplished a hemoglobin of 9.2 g/dl) and 7.7 g/dl on (B)(6) 2024 also requiring transfusion (1 unit and reaching 8.8 g/dl). Patient hemoglobin was noted to be 9.7 g/dl at discharge. On, (B)(6) 2024 hemoglobin was found to be 12.9 g/dl which is closer to the baseline value. The patient survived the event.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.